Event description:
The following info was reported by the customer's attorney: attorney alleges on (B)(6) 2007, pt was found unresponsive and unarousable allegedly as a result of failure of her minimed insulin pump to function as intended. The pt is alleged to have had a critical low blood glucose level and suffered from cerebral edema. It is claimed that the pt's health has been permanently altered allegedly due to the failure of her minimed insulin pump. She also subsequently underwent a tracheotomy and the placement of percutaneous endoscopic gastromy. She was treated at a long term rehab facility that specializes in brain injury pts. She currently resides in a group home where she receives care required for her activities of daily living. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.